Manufacturer narrative:
Additional information: upon follow up it was reported the antibiotic therapy was completed approximately one week prior to receipt of this report. The patient was recovering from the sterile peritonitis event. Thirty-nine days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis two times a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by general weakness and vomiting. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (2 grams, route, duration and frequency not reported), gentamicin injection (20mg, route, duration and frequency not reported) and amikacin injection (250 mg, route, duration and frequency not reported) for peritonitis. Twenty-two days after hospital admission, the patient was discharged from the hospital. At the time of this report, patient was recovering from the event and pd therapy was ongoing. No additional information is available.